Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that key was not responding. Blood glucose was unknown. Troubleshooting was performed. Customer stated the scroll bar was not moving with no input and ok button was not responding. Customer was unable to clear the alarm. Customer stated using the up and down allows them to navigate screens. The insulin pump will not be returned for analysis.